Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Separations, surrounded by abrasion were noted on the shorter exhaust tube of the pump and on the longer exhaust tube of the pump. The surfaces appear to be rough and irregular, indicating stress was exerted. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. The surfaces of the detachment site of the inlet tube of the pump appear to be rough and irregular, indicating stress was exerted. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tube of cylinder 2. The surfaces of the detachment site of cylinder 2 appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. The surface of the detachment site of the inlet tube of the reservoir appear to be rough and irregular. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate both exhaust tubes of the pump. Separations of these types could then allow the loss of fluid, making the device inoperable. Microscopic examination of the surfaces of the exhaust tube detachment ends between the pump and cylinder 2, and the pump and the reservoir revealed rough and irregular surfaces, indicating stress was exerted. However, it could not be determined if these two sites were sites of failure when implanted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.